Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further clarified that the patient experienced phrenic nerve stimulation from the left ventricular (lv) lead.

Manufacturer narrative:
Concomitant medical products: w4tr02 crtp, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after a cardiac resynchronization therapy pacemaker (crt-p) system implant, the patient felt "something" while the left ventricular (lv) lead was being tested. The lead was reprogrammed and the patient did not feel anything after the reprogramming. The patient noted that the "felt" the lv lead a couple random times after the reprogramming. No further patient complications have been reported as a result of this event.